Event description:
Patient reported that the device generated a blood glucose result of 7 mg/dl (device's numeric reading range is 10 - 600 mg/dl). Technical support requested that the patient perform a display check, to ensure that all segments appeared. Patient indicated that there was no apparent damage to the lcd. Technical support was unable to confirm if the value had been captured in the device's memory. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.